Event description:
The procedure performed was emergency surgery (acute dissection type a). It was noted that there was bleeding from several points of the aortic prosthesis, especially at the points of de-airing. The procedure was unduly prolonged and the pt required transfusion of several packed cells of platelets and frozen plasma. The post-op condition of the pt was good. The physician's opinion was that the event was caused by the vascutek product used and considered the occurrence to be life threatening.